Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of ¿PAS COMM Board caught on fire¿ was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4), the FSE reported thermal damage visible on the Communication Sled and significant fluid within the E drawer. So, the FSE replaced the Comm Sled and finally the customer tested it. The report was closed. During DCHU Visual Inspection: PN 135741 21: The ¿ASSY COM SLED PAS ES-M4¿ was received with signs of thermal damage and signs of fluid ingress. During DCHU Testing: PN 135741 21: The testing from DCHU was not required due to the thermal damage observed and signs of fluid ingress. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root cause: The root cause of the reported condition of ¿PAS COMM Board caught on fire¿ was determined to be a thermal damaged ¿ASSY COM SLED PAS ES M4¿ (PN 135741 21) caused by the liquid ingress, which caused a burnt board.

Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES user observed black smoke and an electrical burning smell coming from the EC compartment of the station. The station was immediately powered off and unplugged. Upon inspection of the EC compartment, a 3 - 4-inch burn mark was observed just below the drawer connection cable. The customer stated that there was a delay in patient care.As per part investigation, it was determined that the root cause of the reported condition ¿PAS COMM Board caught on fire¿ was attributed to thermal damage of the ASSY COM SLED PAS ES M4 (PN 135741 21) caused by liquid ingress, which resulted in a burnt board.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN: (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN: (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 07-OCT-2017 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THERE WAS A THERMAL DAMAGE ON COMMUNICATION SLED. A FIELD SERVICE ENGINEER (FSE) ALSO OBSERVED FLUID INGRESS ON E DRAWER. THE FSE REPLACED THE DAMAGED COMMUNICATION SLED. THE PRIMARY ISSUE WAS RESOLVED, AND THE ADDITIONALLY FSE ADDRESSED THE DRAWER CONTROLLING ISSUE. THE CUSTOMER TESTED FUNCTIONALITY OF COMM SLED AND WORKING FINE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ ANESTHESIA STATION ES USER OBSERVED BLACK SMOKE AND AN ELECTRICAL BURNING SMELL COMING FROM THE EC COMPARTMENT OF THE STATION. THE STATION WAS IMMEDIATELY POWERED OFF AND UNPLUGGED. UPON INSPECTION OF THE EC COMPARTMENT, A 3 - 4-INCH BURN MARK WAS OBSERVED JUST BELOW THE DRAWER CONNECTION CABLE. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.